Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-03100 and MFR. Report # 3005099803-2012-03101). It was reported to boston scientific corporation that a rx cytology brush and a wallflex biliary rx stent system were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, the indication for the procedure was for the diagnosis and treatment for a stricture within the common bile duct. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to the stent placement. During the procedure, the rx cytology brush (the subject of MFR. Report # 3005099803-2012-03100) exited the scope inside the patient but the doctor could not get the cytology brush up in the ampulla, as it started kinking at the biopsy cap. Another of the same device was used to complete this portion of the case. The wallflex stent system (the subject of MFR. Report # 3005099803-2012-03101) was then inserted into the patient. The stent was deployed by approximately 75% when the physician decided to reposition the stent lower within the bile duct. However, the stent failed to reconstrain. The stent was removed partially deployed from the patient. The complainant confirmed that the stent was not deployed past the reconstrainment limit marker. No visible issues were noted to the device. The procedure was completed with another wallflex biliary rx stent system of a different size. There were no patient complications as a result of these events. The patient condition at the conclusion of the procedure was reported to be 'fine.'

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-03100). It was reported to boston scientific corporation that a rx cytology brush and a wallflex biliary rx stent system were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, the indication for the procedure was for the diagnosis and treatment for a stricture within the common bile duct. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to the stent placement. During the procedure, the rx cytology brush (the subject of MFR. Report # 3005099803-2012-03100) exited the scope inside the patient but the doctor could not get the cytology brush up in the ampulla, as it started kinking at the biopsy cap. Another of the same device was used to complete this portion of the case. The wallflex stent system (the subject of MFR. Report # 3005099803-2012-03101) was then inserted into the patient. The stent was deployed by approximately 75% when the physician decided to reposition the stent lower within the bile duct. However, the stent failed to reconstrain. The stent was removed partially deployed from the patient. The complainant confirmed that the stent was not deployed past the reconstrainment limit marker. No visible issues were noted to the device. The procedure was completed with another wallflex biliary rx stent system of a different size. There were no patient complications as a result of these events. The patient condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 12mm. The outer sheath was accordioned at approximately 130mm proximal to the distal end of the outer sheath. During a functional analysis, the stent was unable to be deployed or reconstrained. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. No issues were noted with the inner shaft or the deployed stent. The outer sheath was still unable to be moved due to the presence of a large amount of solidified contrast media inside the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.